Event description:
Consumer reports multiple e-3 readings and low readings. Has been comparing readings with another meter (competitive). Analysis run on clark error grid using competitive reading (250) vs. Bd readings (45) yielded data points in the e range of the grid, outside acceptable limits.